Event description:
It was reported to philips that the system failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system failed to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found bad dvi video converters power supply, video signal not coming to the control monitor and one of the fuses in the power supply had blown. To resolve the issue, the replaced video converter power supply, and converters. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.